Event description:
Pt underwent right hip replacement in 1995. Four years post-op x-ray revealed the cup had rotated into a vertical position and the porous coating on the acetabular cup had pulled off the cup, still affixed to the acetabulum. Pt underwent revision of the cup in 1999.